Event description:
The complainant stated that the head section cannot be raised.

Manufacturer narrative:
The tech isolated the issue to the head up valve sticking. He replaced the head up hydraulic valve to repair the bed.